Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the downstream occlusion (dso) alarm did not trigger while upstream was occluded during testing with multiple sets¿ was unable to be confirmed through functional testing per performance verification testing (pvt) due to conflicting statements. Down stream occlusion sensor cannot alarm while upstream is occluded. Further investigation found upstream occlusion (uso) sensor turned off in settings. Turned the uso sensor on and it was found to be functional. Found dso seal delaminating and uso seal buckling. Replaced dso seal, uso seal, and calibrated dso. The probable cause was customer use error. The unit was reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device didn't give a downstream occlusion alarm did not trigger while upstream was occluded. Tested against multiple sets. During testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.